Event description:
It was reported that the customer was in the emergency room with high blood glucose of 581mg/dl, and the doctor wanted to evaluate the insulin pump. The customer stated that she will have the diabetes educator to call back to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.